Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the disposable handpiece stopped working. No further information was known and no adverse patient consequences were reported.

Manufacturer narrative:
(Blade seized/stopped) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-00671. The same patient is represented in each medwatch.